Event description:
The customer reported elevated troponin I (accutni) results, above the normal reference interval, for multiple patients involving access 2 immunoassay system. Subsequent testing of the patient samples on an alternate access 2 immunoassay system produced lower results within the normal reference interval. The customer retested all elevated samples. Patients recovered negative results. The elevated results were released out of the laboratory and questioned by the physicians. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012 and discovered the reaction vessel (rv) mixer area had residue built-up on the mixer and tension rollers. The fse discovered a missing tooth on the incubator belt which can lead to splashing within rvs. The fse performed a preventive maintenance (pm) (scheduled for (B)(4) 2012) and verified system hardware. The fse performed passing high sensitivity system checks within specifications. The customer performed quality control (qc) within the laboratory's established limits. The unit conformed to the manufacturer's published performance specifications. Eval code: roller. The patient samples were drawn by nurses or phlebotomists in plasma separator tubes. The samples were centrifuged at 3,500 rpm (revolutions per minute) for ten minutes. The customer re-centrifuged some samples prior to retesting, but not all. Some of the samples were tested on the primary tube but most were poured off into 1ml insert cups for 13ml tubes. The customer stated there were no quality control (qc) issues. The customer performed a passing system check on (B)(6) 2012. The customer's most recent troponin I calibrations compared very well to the release data for the reagent lot. The customer stated the temperature in the laboratory was not out of range.